Manufacturer narrative:
The user experienced hyperglycemia resulting in hospitalization while receiving automated insulin delivery with the ilet. This situation can result in metabolic disturbance requiring medical intervention and is consistent with the reported emergency transport, inpatient admission, and treatment with IV fluids. Engineering log review did not identify any malfunction alerts or abnormal device behavior, and available device data demonstrated glucose values largely within range prior to and during the documented portion of the reported event date. Device data on the day of the event was limited to the early evening hours, and no data were available thereafter. Based on this, the reported hyperglycemic event could not be corroborated with device-recorded data and may have occurred outside the available data window or in the setting of inaccurate cgm readings. The ilet was subsequently reported as lost during the hospitalization and could not be returned for evaluation. Based on the available information, no device malfunction was identified, and the cause of the reported hyperglycemic event could not be definitively established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 09-jan-2026 it was reported that on (B)(6) 2025 the user experienced hyperglycemia with blood glucose (bg) levels reported by the user as high as 499 mg/dl. The user was transported by ambulance to the hospital, where the user was hospitalized from (B)(6) 2025 to (B)(6) 2025, treated with IV fluids, and discharged. No long-term health effects were reported.